Manufacturer narrative:
Investigation results: visual investigation: product received without original packaging in heavily used condition. There are deep scratches on the surface and the front saw tooth is missing. The investigation can confirm the customers problem, the front tooths of the saw blades are missing. Deformation on both saw blades could also be detected. The surface shows strong signs of usage. Residues are visible at the cutout for the handpiece coupling. Batch history review: due the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability 1(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the cause of the broken tooth on the two saw blades cannot be clearly determined. However, the external condition of the saw blades indicates a handling error. The saw blades are significantly deformed due to overloading or drop impact, which could have led to a pre-damage or to the actual fracture of the teeth. The cutting teeth are in generally very worn out. There are deep scratches on the side of the saw blade, these can also cause a functional defect and indicate a high mechanical stress. A medical device should not be used in this condition. Residues are visible in the rear area of a saw blade. The residues indicate that the saw blade was coupled in the handpiece during reprocessing. Tools are not allowed to be coupled during reprocessing. A batch number was not provided. Therefore, it is not possible to perform a DHR check. A complaint review of the last 5 years resulted in one additional complaint for this product. However, this complaint shows a different error pattern. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with the product gc615r - saw blade 23/0.25/0.35mm sterile. According to the complaint description, the tip of the product was broken during osteotomy of the mandible. This event produced fractures of the jaw and mandible, which were then treated. A possible fragment remained in situ. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).